Event description:
User facility mandatory medwatch received that stated: "gentamycin 400mgm ordered. Received from pharmacy in total of 110ml. Placed on pump to infuse in 1 hour and started at 1205. Infusion completed at 1235. Patient complained of some pins and needles around mouth. Pharmacy notified. Adverse reaction form will be completed. Biomed notified to check pump and tubing. Checked pump, it said 110 set and 105 infused." Upon further query, the following information was provided that indicated the patient received more medication than intended. The pump was programmed to deliver gentamycin 400mg, at a rate of 110ml/hr, with a volume to be infused (vtbi) of 110ml, and the delivery was started. Approximately 30 minutes later, the nurse noted that the device was "alarming kvo" and the bag was empty. The device was removed from clinical service. Therapy was resumed using a replacement device. No medical interventions were required. There were no reported adverse patient sequelae. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
Attachment: user facility mandatory medwatch report number 0800040000-2006-8031. At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service.